Manufacturer narrative:
Corrections: updated lot# upon product returned - 1236384. Full UDI number added. Investigation summary: a reusable probe plus 45 sterile valves were returned for evaluation. Two of the sterile units from each of the two lots returned were used for functional testing along with the returned probe. Upon investigation, engineering found that the event unit functioned as designed when it was assembled with the sterile valve and tubing. There was no apparent leaking. The root cause of this event is likely due to probe cap design. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this continuous process, applied medical has improved the design of the probe cap to minimize the potential for this type of event to occur. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
All laparoscopic cases- "having major issues with leakage with the new upgraded disposable hand piece. It looks like a blood bath after a laparoscopy. Leaking appears to be coming from hand piece but possible it could be coming from probes. Will be returning 4 reusable probes model#c7202, lot#1235810 along with new upgraded hand pieces for evaluation. Ed rudy went into account to observe issue and make sure everything was connect properly. Issue still present with proper connection." Patient status- "as expected."